Event description:
A non-healthcare professional reported that following an initial implant procedure, lens was not strong enough so the surgeon scheduled him for a lens exchange when he had another lens implanted, he was still had issues focusing on street signs. His surgeon scheduled him for a laser-assisted in situ keratomileusis (lasik) procedure right eye (od). His vision still was not a sharp as he wanted so his surgeon did another lasik procedure. He still was not happy with the result, so the surgeon did one more lasik treatment. The reporter was told to have his left eye treated with iol and the eyes should work together. Consumer was nervous to have surgery on his left eye because now, its the good eye. He was going to have a 2nd opinion. Additional information has been requested. There are two medical device reports associated with this complaint. This report is 1 of 2.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.